Event description:
It was reported by service report that the scale button was not functioning, although the display was on, and the footboard modules were broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty scale due to the wire harness to scale button was unplugged. Broken footboard modules.